Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. The ICD was reprogrammed. The patient experienced no consequences.